Event description:
An operating theatre coordinator reported that four patients experienced endophthalmitis after four intraocular lenses (iol) implant surgeries. Additional information has been requested. There are four medical device reports being filed for this event. This report is for the fourth patient.

Manufacturer narrative:
The product was not returned for analysis. Results from product and sterilization history records review indicated the product met release criteria. Product history record reviews for all associated complaints do not demonstrate any correlation between lot numbers, batch numbers or manufacturing dates. Based on the results from the product, batch and sterilization history record, the product met release criteria. There have been no other complaints for this lot. Investigation has been completed based on current information. An investigation has been previously conducted for tass by alcon and a technical report written. Additional information has been requested. (B)(4).